Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2017, product type extension. Product ID 3889-33, lot# va1ccvt, implanted: (B)(6) 2017, product type lead. Product ID 3889-33, lot# va1c6yg, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and urinary dysfunction and sacral nerve stimulation. It was reported that the patient has a blood clot at the ins site. According to the physician the patient started medication after implant that caused the blood clot at the ins site. The physician gave the patient multiple antibiotics, however, the hcp decide to remove the system. The hcp plans to remove the system and will be scheduled the week of (B)(6). The issue was not resolved at the time of the report. No further complications were reported or anticipated. No device allegations were made.